Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level above 600mg/dl and 0.1 level of ketones. A manual injection was administered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. Tandem technical support instructed the contact to perform a cartridge and infusion set tubing change to address the occlusion alarm. During a follow-up, the customer's bg level had decreased to 252mg/dl.